Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. Visual and functional evaluation of the reloads found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. The stapling device was being used for the closure of v. Renalis. The patient's medical history is dysfunctional kidney due to severe inflammation. There was no problem loading or unloading the device. The stapler was able to fire but there was poor staple formation. The first staples did not close well, not in the "b" shape. The staple line was incomplete at the proximal end. The staple line was fixed with a laparoscopic grasper. Several staples fell into the cavity of the patient and were not retrieved. The surgical time was extended by thirty minutes or more due to the product problem but no adverse event occurred due to the extension. In order to resolve the issue and complete the case, used another stapler handle and reload. There was no patient harm. The patient status is alive, no injury.